Event description:
It was reported to the manufacturer by the end user, per the end user, "patient rolled out of bed." The patient sustained unknown injuries. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. Complaint#(B)(4) and ra#(B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.